Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing set detaching from the bag could not be verified due to the product not being returned for failure investigation. Device history record review for model 10062818 lot number 21115330 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
No additional information was provided: material#: 10062818. Batch number#: 21115330. It was reported by customer that platelets to be administered in room 698 - tubing was prepped and platelet bag was spiked. Unclear if tubing malfunction and/or bag was spiked improperly, but after hanging and trying to clear line, tubing detached from bag and some contents spilled onto floor and patient's foot. Patient was unharmed and checked throughout day. Blood bank was called and confirmed that tubing/ bag did not need to be saved as no harm came to patient. New platelets were acquired and rehung, and patient did received platelets during shift as required. Verbatim#: rcc received the complaint via email. Email(s) as attached. Icare: 293882 ¿platelets to be administered in room 698 - tubing was prepped and platelet bag was spiked. Unclear if tubing malfunction and/or bag was spiked improperly, but after hanging and trying to clear line, tubing detached from bag and some contents spilled onto floor and patient's foot. Patient was unharmed and checked throughout day. Blood bank was called and confirmed that tubing/ bag did not need to be saved as no harm came to patient. New platelets were acquired and rehung, and patient did received platelets during shift as required. ¿ - date of event: 9/20/23 - was there any leakage? Yes - did the device/material separated or did it break/crack at collars? Yes (assuming collars is near drip chamber) - was issue noted before or during use? Yes - was there any patient involvement? Yes - any adverse events or serious injury reported to patient or healthcare professional? Blood product exposure - what was the patient outcome? No conceivable harm - was there any delay of, or change in, the course of treatment due to this event? Yes, delay of transfusion. New blood products needed to be obtained. Wasted bag of platelets. - what procedure was being performed? Administration of blood platelets. - what medication was used in the procedure? Unsure.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd¿ extension set there was leakage. The following was received by the initial reporter: platelets to be administered in room 698 - tubing was prepped and platelet bag was spiked. Unclear if tubing malfunction and/or bag was spiked improperly, but after hanging and trying to clear line, tubing detached from bag and some contents spilled onto floor and patient's foot. Patient was unharmed and checked throughout day. Blood bank was called and confirmed that tubing/ bag did not need to be saved as no harm came to patient. New platelets were acquired and rehung, and patient did received platelets during shift as required. What was the patient outcome? No conceivable harm.